Event description:
It was reported patient underwent a nail fixation procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a non-healing fracture and nail fracture. The peritrochanteric nail was removed and replaced with a competitor nail.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported patient underwent a nail fixation procedure on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a non-healing fracture and nail fracture. The peritrochanteric nail was removed and replaced with a competitor nail.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).